Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. No button error alarms noted. All operating currents are within the specifications and no unexpected low battery, off no power or failed battery test alarm noted. The device had a scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.